Event description:
It was reported that the patient went to the emergency room (ER) at (B)(6) with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 18 mmol/l (324.2 mg/dl) while wearing the pod between 5 and 24 hours. Reportedly, the pod was leaking which prompted the patient to remove the pod prior to going to the ER. It was reported that the patient received "missing sensor values" alert on their controller. It was also reported that the patient received "urgent low bg" alarms but after doing a finger prick test it was determined that the patient's bg values were actually higher than normal. Symptoms reported include feeling sick, headache, nausea, vomiting and presence of ketones. The patient was put under medical observation, received blood tests and treated with saline drip. The patient was released after 7 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.